Manufacturer narrative:
Block h6: imdrf code f1001 is being used to capture the reportable event of absence of treatment. Block h11: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported that during the bulk amid injection, the clinical team encountered resistance while attempting to advance the bulking material through the needle. During this process, a leak of material was observed due to a failure of the luer-lock connection between the needle and the syringe. The physician was able to deliver approximately one full tube of material. Although partial delivery was achieved, the treatment was not considered optimal. According to the physician, two devices exhibited the issue. The patient was under general anesthesia at the time of the procedure. No additional patient complications were reported in association with this event.